Event description:
Adverse event "30 minute delay" (no code available). Product problem: "system shutdown" (power, loss of). The facility reported that the system shutdown during a case. After speaking with technical support, the facility was able to restart the system and complete the case.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported system message. The u/s module was replaced; however, the module was not returned for evaluation and there was no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. The system was then tested and met all product specifications. A review of complaints for the last 24 months indicated one related report for this system. (B) (4). (B) (4). (B) (4).